Manufacturer narrative:
Citation: urena, marina, et al. 'Causes and predictors of mortality after transcatheter mitral valve implantation in patients with severe mitral annulus calcification.' Catheterization and cardiovascular interventions (2021). This is one of seven manufacturer reports being submitted for this article. The implanted valve model and size is unknown. Possible valves used: edwards sapien xt transcatheter heart valve - PMA p130009 or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the transcatheter valve replacement procedures. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. It is unclear whether the obstruction was caused by the prosthetic valve, a native leaflet, or possibly debris. With the limited information provided, the exact cause is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Through review of the european article: 'causes and predictors of mortality after transcatheter mitral valve implantation in patients with severe mitral annulus calcification', two patients presented with left ventricular outflow tract obstruction requiring intervention after receiving either a sapien xt valve or sapien 3 valve. One was successfully treated medically and the other required bail-out asa due to immediate hemodynamic compromise, with a favorable outcome.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2021-05458, 2015691-2021-05450, 2015691-2021-05452, 2015691-2021-05453, 2015691-2021-05454, and 2015691-2021-05456.